Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed.  The reported problem (battery won't hold charge) has been confirmed.  As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated.     The root cause for the contamination was ingress of an unknown liquid.  Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  There was no death or adverse event associated with the battery malfunction. Device evaluation of battery charger sn (B)(4) has been completed.  The reported problem (charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack.  The failure was due to contamination on the battery board.  The root cause for the contamination was ingress of an unknown liquid.  Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor contacted zoll to report that a patient's battery won't hold charge and was experiencing charger faults.